Event description:
Towards the end of a knee replacement surgery, the tip of one of the two temporary fixation pins used for the tracking reference on the tibia was broken when the pin was removed and was lodged in the tibia. The pin had been reportedly place through an area of the proximal tibia, where the keel of the tibial baseplate is located, such that when the surgeon was impacting either the broach or the tibial baseplate, the pin was cross-impacted. The pin fragments were removed by the surgeon, and the surgery was completed without any further effects.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. Analysis of the reported event supports that the breakage was likely due to interference with the tibial baseplate or broach as was reported. Corrective action was subsequently taken at the time to further highlight user instruction warnings with respect to potential placement effects. Additional lot #: 060470-01.